Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pacing impedances greater than 2,500 ohms in both unipolar and bipolar configurations. Additional there was no capture or sensing on the lead. The patient underwent a lead extraction procedure and this product was explanted and replaced. No additional observation or adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this product was returned severed in two segments and part of the inner conductor coil was missing on the second segment. Analysis revealed that there was outer insulation damage through to the outer coils on one of the segments. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface. It appears that pressure from the underlying coils resulted in holes in the silicone insulation. Due to the type of damage it appears that the damage was caused by entrapment in the clavicle first rib region.